Manufacturer narrative:
Additional information provided indicates the event occurred prior to device approval. This event is no longer considered MDR reportable.

Manufacturer narrative:
Please reference related manufacturer report numbers: 2015691-2015-03103, 2015691-2015-03101, 2015691-2015-03148, 2015691-2015-03150, and 2015691-2015-03154.

Manufacturer narrative:
This is one of six manufacturer reports being submitted for this case. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2014 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Canádyová j, mokrácek a, pe¿l l, kurfirst v, ¿ulda m. Short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center¿s experience. Kardiochirurgia I torakochirurgia polska 2015; 12 (2).

Event description:
As per article from (B)(4), "short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center's experience" 41 patients underwent transapical transcatheter aortic valve implantation (ta-tavi). All patients received edwards sapien balloon expandable pericardial valves. One "rescue valve-in-valve implantation due to prosthesis migration to the left ventricle immediately after implantation."